Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. Device not returned.

Event description:
It was reported the probe is giving inaccurate, intermittent readings